Event description:
The customer reported that the insulin pump experienced a failed battery test. The customer states that she was re-inserting a used battery from a previous insulin pump. The blood glucose readings was 124 mg/dl. Troubleshooting was not completed. The customer states that she had not been wearing the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.